Manufacturer narrative:
(B)(4). Batch # n92m7g. Additional information was requested and the following was obtained: did the tissue pad melt? Did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Is the tissue pad completely missing from the clamp arm? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? I confirmed with the surgeon that the teflon pad did not detach. The tissue pad started to peel away, however it was reported to be intact. The analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen04 and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. It is possible that the damaged tissue pad could have affected the device cutting and sealing performance. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the device was used resulted in poor homeostasis. On closer inspection, it was noted that part of the white teflon pad had come off the tip of the grip pad. The shear was replaced which resolved the concern. No piece of the device fell into the patient. Procedure completed with same/like device. There was no adverse consequence to the patient.